Event description:
The patient's device was removed due to infection. The patient symptoms were reported to be drainage, pain, headache, seizure (occurred 2008, with head trauma), nausea, vomiting, and fatigue. The primary location of the infection was the lead track; the patient did not have meningitis. A culture was taken (date not reported) and revealed serratia marcescens; staph coagulase negative. The patient was administered perioperative antibiotics and the infection was treated with IV and oral antibiotics. The infections resolved.